Event description:
It was reported that customer experienced unresponsive pump buttons and charging issues while pump was in use. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by customer or technical support to address reported issues.